Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing an endoscopic retrograde cholangiopancreatography (ercp) procedure four days prior. (Patient gender and weight unknown). According to the complainant, during the procedure, the patient was cannulated and user was trying to place the stent but the stent would not deploy. The stent would not come off of the catheter and it would not pull back on the device to be able to reattempt deployment. The case was completed with another flexima biliary stent system no patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The distal end of the push catheter was flared upon return. A visual evaluation found that the ends of the stent were out of round most likely due to return shipping damage. The pull wire of the delivery system was bent near the hub. The push catheter was found to be accordion for a length of 2.6 centimeters distal to the heatshrink at the hub of the device. The working length of the push catheter is wavy due to minor buckling along the push catheter. The working length was also found to be bent in one place. A functional evaluation found that the pull wire could not be actuated due to the damage to the extrusion of the push catheter.